Event description:
Health care professional reported the patient had complaints of an increase in pain for only a few hours. A kink was confirmed in the catheter, but the health care professional was not sure what tests were done to determine this. The health care professional states the patient has wanted the pump out for some time. The patient was put on oral analgesics with good pain control. Patient had the devices removed this morning and should be discharged from the hospital later on today. Patient reported to be doing fine.